Event description:
It was reported that a patient presented remotely via (B)(6) upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have post-paced t-wave over-sensing. No intervention was performed. No patient consequences were reported.